Event description:
Initial result for a pt sodium was 107 mmol/l. When repeated, the results were 141 and 124 mmol/l. The field service rep found the electrode was unstable and repaired the instrument by replacing the electrode.